Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that their lung was punctured during implant of the right atrial (ra) lead and right ventricular (rv) lead. Follow-up with the patient's clinic states that the implant procedure was complicated by a small pneumothorax that required no treatment. The leads remain in use. No further patient complications have been reported as a result of this event.